Event description:
Sunmed holdings llc. Received a single report that referenced three different incidences, which were associated with separate units, involving three different patients. This is the first of three reports. Refer to 3004748541-2025-00083 for the second report refer to 3004748541-2025-00084 for the third report it was reported, little or no oxygen (o2) came through the cannula to the patient; upon inspection, the humidification chamber bubbled but the pressure relief valve did not work. There was no reported injury.

Manufacturer narrative:
The product involved in the report was not returned for evaluation. A review of the device history record is not possible as no lot number was provided. The UDI-pi is not available as no product number or lot number was provided all information reasonably known as of 15 oct 2025 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by sun med holdings llc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to sun med holdings llc. Sun med holdings llc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the sun med holdings complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an sun med holdings llc. Product is defective or caused serious injury.